Manufacturer narrative:
The needle for this case has not yet been returned for evaluation. The investigation is still ongoing - manufacturing records will be reviewed and the device evaluated once received. A follow-up report will be submitted as soon as our investigations are complete. No patient issue was reported - the treatment was completed with no serious injury to the patient as the patients skin was protected by using saline.

Event description:
Prior to a cryoablation procedure to treat a soft tissue tumor, 2 icepearl needles and system tested fine with no issues to report. During the 1st freeze cycle 1 needle shaft started to collect ice. Patients skin was protected by using saline. The procedure was completed with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used saline to protect the patient's skin.